Manufacturer narrative:
The device was not returned for evaluation. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Images were not provided. Medical records were provided and reviewed. No device deficiencies were identified within the medical records. Therefore, the investigation is inconclusive for limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced a detachment of device or device component. This information was received from a single source. The alleged material rupture involved a patient with no known impact to the patient. The patient is reported to be a female weighing (B)(6), age was not provided.